Event description:
It was reported that the patient experienced two line-blocked events and multiple accidental dislodgements of the cadd cleo infusion set within 13 days of pump start. The line-blocked events were resolved with infusion-site changes, and additional dislodgements occurred due to tubing being pulled. There was patient involvement, and no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.